Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving clonidine 200 mcg/ml; 83.8 mcg/day, dilaudid 20 mg/ml; 8.3 mg/day and marcaine 5 mg/ml; 2 mg/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2017. It was reported a motor stall was seen at initial interrogation; the motor stall was active. The patient did not patient recently have magnetic resonance imaging (MRI). The motor stall occurred (B)(6) 2017 and there was no electromagnetic interference (emi) or magnetic interaction. The pump was replaced that same day and was being sent back to the manufacturer. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2017-apr-25. It was reported that he pump was available for return and that it was retrieved and on the way back to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump on (B)(6) 2017 revealed a motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. The previously applied conclusion code is no longer applicable.